Manufacturer narrative:
A "venous bubble sensor defective" error during treatment was reported. The unit was sent to the getinge national repair center in (B)(6). According to service report ID#(B)(4) (dated 2021-01-26) the technician confirmed that the venous bubble sensor was defective. After replacement the device was able to work as per factory specifications (see service report ID#(B)(4)). Probable root causes were determined as follows: damaged cable due to mechanical tension. Damage due to overvoltage or esd (electrostatic discharge). Based on this the reported failure "venous bubble sensor defective" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required." The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reporting decision re-evaluated: a "venous bubble sensor defective" error was reported. Issue occurred during patient treatment. No indication of actual or potential for harm or death. Complaint number: (B)(4).